Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received inappropriate defibrillation therapy for sinus tachycardia which resulted in therapy exhaustion. A boston scientific technical services consultant discussed programming options for this device. No adverse patient effects were reported.